Event description:
A report was received that a patient had a pocket revision, due to the patient stating that the implant had turned around. No further information is available from the patient's physician.

Manufacturer narrative:
This is a final report.